Event description:
It was reported that the patient presented to the hospital after fainting at home. The lead impedance was found to have increased by 400 ohms since the previous check and lead fracture was suspected. Analysis in the field noted an outer insulation break at 8 cm from the distal end.